Event description:
Reported due to stent dislodgement. The physician attempted placement of wavemax stent into the iliac during an interventional procedure. Reportedly, the physician "stuggled to get the protective sheath covering off and thinks he may have affected the integrity of the stent. When the physician inflated the balloon, the stent came off the delivery systemm. The physician pulled back on the catheter and the stent started to work it's way down the iliac." It was noted that there were theree (3) other stents already in place at the attempted location. Reportedly, "the stent made it's way through the lumen of the stents (already in place) and into a tortuous section of the vessel. The stent stopped at the location where the physician wanted it placed." It was noted that the patient's length of stay at the hospital was not increased as a result of this event. On an unknown date the patient was discharged to home and said to be "doing well."